Manufacturer narrative:
E1. Zip code continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, b5, e1, h3, h6.

Event description:
Healthcare professional reported right side "folds" and "minimum amount of laminar peri-capsular fluid". Device has been explanted.

Manufacturer narrative:
Continued: e1: phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported right side "folds" and "minimum amount of laminar peri-capsular fluid". Device remains implanted.